Event description:
It was reported that he pump was being used to administer dopamine to a pt. After approx. Four hours of use it was noted that the pump displayed approx. 200 ml having been infused, however the solution container remained full. The pump was removed from the pt and the therapy was continued with a different devce. No additional specific pt info was reported. However, no additional pt intervention was required.